Event description:
Complaint alleges that the pt was undergoing a re-operation two days following a diagnostic laparoscopic procedure for lysis of adhesions. During the reoperation the cutter tlc55 was used. According to the operative report the two sides of the stapler were passed into the small bowel and the stapler fired creating an excellent side to side anastomosis. The staple line was inspected and it was completely hemostatic and intact. The anastomosis was carefully milked and showed absoultely no evidence of leakage and appeared air tight and water tight.